Event description:
It was reported that the 9800 system left monitor would not display the images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated and the image processor replaced during the service call. The system was tested and found to be working as intended and put back into service.